Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after approximately 6 months of service. Three months prior, this device had demonstrated a stuck reed switch, and tones had been emitted continuously for multiple weeks. The patient has not reported any symptoms, however he is extremely upset as he had been told this device would last for 5 years.